Event description:
Philips received a complaint from the customer reporting that the v60 ventilator had a dark screen. It was confirmed there was no patient involvement, and no patient or user harm was reported when the issue occurred. The device was serviced by a service engineer (se), who confirmed the dark screen condition. A screen calibration was performed; however, the issue persisted. The se replaced the user interface assembly to resolve the issue. Prior to returning the device to service, the unit was checked, cleaned, and tested. The investigation concludes that no further action is required at this time. The complaint file will be reopened should any additional information be received.

Manufacturer narrative:
E: (B)(6). Japan reporter phone (n)(6) reporting institution phone:(B)(6).